Event description:
Pt in cardiac arrest. The device had shocked the pt twice with the same rhythm amplitude. The third time the device began charging and then dumped the charge prior to being fully charged. The pt was not shocked again until the ambulance tiered with paramedics approx 6 1/2 mins later. Rptr notes an inconsistency with what the machine will shock; all three v-fib rhythms had an average amplitude of .2 mm. (*)